Manufacturer narrative:
Upon eve that torsional overstress during attempts to extend/retract the helix caused the receipt at our post market quality assurance laboratory, visual inspection noted the helix was in an extended position and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Additionally, the outer anode conductor coil was stretched, likely due to explant damage. Based upon the clinical observations and the laboratory findings, we beli inner conductor coil to break.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead was not working properly, and the physician was having trouble extending the helix. A new lead was placed to complete the procedure without further incident. No adverse effects to the patient were reported.